Manufacturer narrative:
Summary of investigation: this investigation was conducted for an unknown lot number of lower back/hip (lbh). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown.

Event description:
The one's with the glue did give me the allergic reactions [hypersensitivity]. Case narrative: this is a spontaneous report from a contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare heatwrap), via an unspecified route of administration from an unspecified date to an unspecified date for an unspecified indication. The patient medical history included acquired disabilities and a lot of allergies. Concomitant medications were not reported. Consumer stated, "I thought by myself the one's with the glue did give me the allergic reactions". The action taken for the product and event outcome was unknown. According to product quality complaint group: summary of investigation: this investigation was conducted for an unknown lot number of lower back/hip (lbh). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. Site conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Per site: severity of harm: s2. Per dchu: severity of harm: s3. Dchu conclusion: based on the complaint narrative, the patient experienced an allergic reaction to the glue of the product. There was no medical intervention necessary. Review of complaint description concludes there is no device malfunction. Follow-up (28aug2019 and 30aug2019): new information received from product quality complaints group included: site conclusion, dchu conclusion, severity rating and case upgraded to serious malfunction reportable MDR. Follow-up (08nov2019): follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the event hypersensitivity as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event hypersensitivity as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.